Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd) as this device was depleting from 7.5 years and during the recent interrogation, this device showed 2 years battery remaining. The current consumption was 148 percent. Data analysis was requested and showed that this device was exhibiting pbd and confirmed that the power consumption of this device has been increasing during the past year. The expected power consumption was about 39 microwatts, however this device was consuming 64 microwatts and the power consumption is expected to continue to increase. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd) as this device was depleting from 7.5 years and during the recent interrogation, this device showed 2 years battery remaining. The current consumption was 148 percent. Data analysis was requested and showed that this device was exhibiting pbd and confirmed that the power consumption of this device has been increasing during the past year. The expected power consumption was about 39 microwatts, however this device was consuming 64 microwatts and the power consumption is expected to continue to increase. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.